Event description:
End user hospital received three units of custom convenience kit on which one end of the kit pouch was not sealed. The kits were not used. Two kits were thrown away, one was returned for evaluation.